Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the product code initially reported. Unk was inadvertently entered c610134 is the correct product code.

Manufacturer narrative:
UDI - is not available. Product code and lot number are unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported the involved angio-seal device failed to achieve hemostasis. The following information was provided by the user facility: an arteriotomy closure of a moderately calcified left common femoral artery was attempted using three proglides devices via a 6f sheath, after a peripheral iliac stenting interventional procedure; an anterior cuff miss occurred with all three proglide devices; an attempt was made with an angio-seal device; the angio-seal device failed to achieve hemostasis; manual arterial compression was applied and hemostasis was achieved; there was no adverse patient sequela and no reported clinically significant delay in the procedure; and it was reported there was no impact to the patient health.